Manufacturer narrative:
The lot was manufactured from august 20, 2019 - august 21, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from an unspecified location prior to patient use. The device had been filled with 3150mg fluorouracil in 115ml of an unspecified diluent. There was no patient involvement. No additional information is available.